Manufacturer narrative:
(B)(4). The customer reported the suspect uim component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a dark display on the user interface module (uim), on this ventilator device. The customer evaluated the uim and isolated the back-light component as the likely cause of this fault. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was confirmed and duplicated. This is isolated to the control board faulty u607 ic, fet, p-channel mosfet-12v, 16a, so-8.